Manufacturer narrative:
D4, h4: additional information. G3: correction. Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined through this investigation. It was reported that the patient expired on (B)(6) 2020, due to cerebral vascular accident which was contributed to by sepsis, secondary to pump infection, and disseminated intravascular coagulation. It was reported that the death was not considered to be device related. The device operated as expected and would not be returned for evaluation. Bleeding, local infection, sepsis, driveline or pump pocket infection, stroke, and peripheral thromboembolic event are listed in the heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) as adverse events that may be associated with the use of hmii lvas. Care instructions regarding preventing infection are provided in various sections of the hmii lvas IFU, including those entitled ¿caring for the driveline exit site¿ and ¿controlling infection¿. The patient care and management section of the hmii lvas IFU lists thromboembolism as a potential late post-implant complication that may be associated with the use of hmii lvas. This section also contains information regarding the recommended anticoagulation therapy and inr range. The device history records including the sterilization and packaging records, were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit shipped on (B)(6) 2011. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2020. No additional information was provided.